Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 6 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead fragments. In particular approx. 31.5 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was severely damaged in this region and the conductor cable to the shock coil was fractured. The insulation damage can be considered as the root cause of the observed oversensing which was reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Additionally a deformation of the shock coil could be observed. This damage most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. The broken contact in the conductor cable to the shock coil was confirmed. No further peculiarities were noted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this rv lead and the ra lead were explanted due to oversensing approximately 46 months after the implantation. The leads were connected to a competitors ICD. Should additional information become available this file will be updated.